Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited short v-v intervals. Both leads remain in use. No patient complications have been reported as a result of this event.